Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ping meter was displaying an "error 1" message. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient. The reporter stated that the alleged error message began to appear at 8:00am on (B)(6) 2016. The patient manages her diabetes with oral medication (metformin; unknown dose) and insulin (novolog; dose adjusted based on meter results) and tests her blood glucose 6-8 times as day. During the follow-up call, the patient claimed she had no backup meter and confirmed she did not make any changes to her usual diabetes management regimen when she was unable to test due to the error message appearing. During the follow-up call, the patient claimed she became "dehydrated" about 10 minutes after the alleged issue began. The patient confirmed she was treated with IV fluids at the emergency room (ER) about 5 minutes later when she was diagnosed with having "high blood sugar". The patient's blood glucose was reportedly measured at "909 mg/dl" on arrival at ER. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received hcp for hyperglycemia after the alleged meter issue began.